Manufacturer narrative:
H6. Result code, conclusion code medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reporting that the pipeline devices became locked up during retrieval and failed to resheath. They were removed from the patient.

Event description:
Additional information received reporting that the procedure was not successful. The devices were removed and surgery was rescheduled for a different device to be placed at a later date resulting in delayed/additional procedure.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The pipeline flex with shield technology will not be returned for evaluation as it was discarded; therefore, product analysis cannot be performed. The device will not be returned as it was discarded; therefore, the reported event could not be confirmed. The cause of the event cannot be conclusively determined from the provided information. Please reference the MDR number below for the other pipeline: 2029214-2020-00530. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that two medtronic flow diverter devices failed to open in the distal portion when they were deployed and became stuck in the distal segment of the microcatheter when they were resheathed. It was reported that the catheter was flushed continuously with heparinized saline. The two flow diverters were stuck in the distal section of microcatheter during delivery. The physician released the load (slack) in the system in an attempt to resolve the issue on the two flow diverters but failed. There was no damage observed on the microcatheter or the pushwire. The patient was undergoing treatment of an amorphous aneurysm with unknown dimensions located in the right internal carotid artery (ica). The distal and proximal landing zone was 3.77mm x 5.52mm. The patient's vasculature was moderate in tortuosity. The patient was on dual antiplatelet therapy.